Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was a thermal event.

Manufacturer narrative:
Alleged failure: I was in a case last week and the camera would not go into fluorescence mode. We tried from the camera head and ccu. I tried multiple camera heads and light cords. The light source was also not turning off when the light cord was disconnected from the scope. It would stay on until I manually turned off from box. Salesforce case number (B)(4) the failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root causes are a bad reed switch on the light cable, an issue with the 1688 ccu or a not fully seated cable from the 1688 ccu to the l11 light source. The product was returned for investigation and the failure mode will be monitored for future re-occurrence.

Event description:
It was reported that there was a thermal event.